Manufacturer narrative:
Sections with additional information as of 28-sep-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 10-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer states replacement products resolved customer¿s initial issue.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 325, 263, 235, 322 and 154mg/dl. The customer¿s expected fasting blood glucose test result range is 130-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 324mg/dl using true metrix go meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/29/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).